Manufacturer narrative:
MFR received date: 31 jan 2020. Failure analysis on the returned touchscreen shows that the reported complaint touch screen failed is not duplicated. There is no fault found on this returned touch screen assembly . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date 01 nov 2019. Date of report 04 nov 2019 . The manufacturer's field service engineer (fse) confirmed the reported touchscreen calibration issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit was calibrated and successfully passed the required performance verification test. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08oct2019.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement.